Manufacturer narrative:
Investigation in progress.

Event description:
A radiographic evaluation revealed that the locking key for the tibial baseplate has partially migrated out. Patient has pain inferior to the patella. No correction has been done to date.